Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log indicating the machine flow drift was above specifications. The device's muffler and system printed circuit assembly board were replaced to address the issue. Four-year preventive maintenance was completed. Repairs were completed and the device passed final functional testing.